Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient underwent oblique lumbar interbody fusion (olif) at l3-4-5 due to lumbar spinal canal stenosis. Intra-op, during cage insertion, while inserter was being removed, the grip part of the cage broke. The broken part was removed and as the stability of the cage was high and there was no problem with bone fusion, the cage was not removed and it remained in the patient body. There was a delay of less than 60 min in overall procedure time as a result of this event. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual microscopic visual and microscopic inspection of the implant confirmed the top portion of the implant where the inserter attaches has broken off. The lower part of the implant was not returned for analysis. Microscopic inspection of the fracture surface revealed an uneven surface consistent with material overload. The threads of the implant have also been damaged and deformation noted around the rim of the inserter attachment point. It appears the implant was broken from torsional overload. If information is provided in the future, a supplemental report will be issued.